Event description:
It was reported that the jaws do not open and clips flow down when loading.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the centering tab on the distal end of the channel bent. It was observed that the bottom jaw did not have the correct surface finish. This is a cosmetic issue and it does not affect the functionality of the device. However, non-conformance (B)(4) has been opened to further investigate this issue. Reference file (B)(4)for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to load properly into the jaws. Another attempt was made and, once again, the clip was unable to properly load. The sample was disassembled to inspect the internal components. The clips were found to be out of position and stacking on one another in the channel. The broken ratchet caused the clips to become out of position. The broken ratchet, clip stack, and bent centering tab can all prevent clips from loading properly. The sample was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues. It also could not be determined exactly how or what caused the centering tab to bend. (B)(4) has already been opened as a result of this issue. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The broken ratchet and bent centering tab prevented the clips from loading properly. It could not be determined what exactly caused the ratchet ears to break but a CAPA has been previously opened to further investigate loading and feeding issues. Additionally, it could not be determined exactly how or what caused the centering tab to bend. The channel is a purchased part from a supplier. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. It was also observed that the bottom jaw did not have the correct surface finish. This is a cosmetic issue and it does not affect the functionality of the device. A non-conformance has been opened to further investigate this issue. The reported complaint of "loading issue" was confirmed based upon the sample received. The sample was returned with the centering tab bent at the distal end of the channel. Upon functional inspection, it was found that the ratchet was broken. The broken ratchet and bent centering tab prevented clips from loading properly. It was found that the clips were out of position and stacking on one another in the channel. The broken ratchet caused the clips to become out of position. The sample was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. Although the reported complaint was confirmed based on functional testing, it could not be determined what exactly caused the ratchet ears to break or the centering tab to bend. A CAPA has been previously opened to further investigate loading and feeding issues. A nonconformance has already been opened as a result of the bent centering tab issue. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73f1800729 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws do not open and clips flow down when loading.